Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was contamination found under the up arrow, down arrow, and contrast button contacts when the keypad was removed and the pump keyboard had a tear. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination was found under the button contacts and the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2014.